Event description:
It was reported that the zimmer air dermatome was leaking air. Additional clinical follow up with the customer indicated that it was noticed that the device was leaking air before the surgery and there was no patient involvement. An alternate device was retrieved for use during the surgery without delay.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.